Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece motor stopped working during use. It was further reported that there was a noise when pressing start. Surgery time was extended between 0 and 15 minutes. However, there was no report of pt injury associated with the event. No add'l clinical info was received prior to this report.